Event description:
It was reported that balloon rupture occurred. The patient presented with coronary artery disease. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 16 atmospheres, the balloon burst. The device was replaced with another 4.50mm x 12mm nc emerge balloon catheter which also ruptured at 16 atmospheres. The device was removed successfully and there were no device fragments left inside the patient. The procedure was completed with another nc emerge balloon catheter. There were no patient complications reported.